Event description:
A customer contacted baxter's global technical service center to report the homepatient (hp) disconnected for 10 minutes and did not cap off the patient line with flexi cap and reconnected. Now has a check patient line alarm. The technical service representative (tsr) advised the hp he should not have reconnected. The tsr advised the hp that the line may be unsterile and they run a risk of infection. The tsr advised the hp to contact the nurse. The tsr advised the hp when starting over with new supplies will need new cassette and new bags. Follow up with the nurse revealed that she was not aware of any problems. She stated the hp had been in and didn't mention anything about the reported problem. She stated he was currently using the cycler for therapy without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation was not conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.